Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a battery low alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and battery testing were performed. During battery test the battery was found to be depleted. The cause of the condition was undetermined. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.